Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion ump, which is not marketed in the united stated. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported the insulin pump had cosmetic damage and air bubbles. Customer's blood glucose was 15.3mmol/l, treated with manual injection. Customer reported the drive support cap was damaged, it was sticking out. Customer was advised to be disconnected from the device. Customer does not recall sticking the drive support cap back in. Customer was advised to revert to back up plan. No further information reported.